Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually inspected, and a tear was identified from fatigue at the sphere adapter junction. The balloon did not pass the leakage testing performed. The cuff shell was worn from inside a fold and passed the leakage test. The pump passed visual inspection and leakage test. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the balloon did not pass the leakage test due to a tear from fatigue at the sphere adapter junction. There was no additional information provided.